Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was experiencing high blood glucose levels (353 mg/dl). Customer is currently using humalog and changers her cartridges every 2-3 days. She typically changes her settings on her own based on her blood glucose. Levels. Customer changed infusion site. , replaced insulin, and raised temp rate twenty-five percent higher than usual.